Event description:
During a dilation procedure, the physician used 2 cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic devices. The balloon dilators failed, it appeared to have a tear in it. It was attempted 2-3 time and then changed for another one (same problem occurred). A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The investigation is on-going and a follow up report will be sent.

Manufacturer narrative:
Investigation evaluation: the products said to be involved were returned in a yellow biohazard bag. Provided with the return was one open pouch from the lot number provided in the report. The label matches the products returned. Device #1: our laboratory evaluation of the product said to be involved confirmed the report. The balloon was returned and appeared to not have been inflated. During a visual examination, kinks in the outer blue catheter was identified approximately 125.4 cm and 126 cm from the distal end of the white strain relief. The catheter was also broken approximately 127.8 cm from the distal end of the white strain relief, exposing the inner purple catheter. We were unable to determine the cause of the damage to the catheter. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Note: the pre-loaded wire guide with stem bumper and flow control switch were not included in the return. Device #2: our laboratory evaluation of the product said to be involved could not confirm the report. A visual examination did not show any kinks/bends or breakages in the catheter. The pre-loaded wire guide with stem bumper was not included in the return. The balloon also appeared to not have been inflated. A functional test was performed on the returned device. A cook dilation syringe ds-60cc-s from our stock was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, the balloon was inflated with water up to 6 atm. The balloon inflated as intended, no water was observed leaking from the device. The device held pressure for 5 minutes and no leakage was observed. We were unable to recreate the difficulty experienced by the user. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: device #1: our evaluation of the returned device confirmed the report due to a crack in the catheter. A corrective action (CAPA) has been initiated to reduce occurrences of catheter cracking, splitting, or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Device #2: our evaluation of the returned device could not confirm the report, the catheter was not damaged and the balloon did not leak. A definitive cause for the reported observation could not be determined because the product said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Additional information received indicates that negative pressure was not applied to the balloon prior to advancing down the endoscope accessory channel and it is unknown if lubrication was applied. Negative pressure and applying lubrication will aid in balloon preservation and optimize balloon performance. The instructions for use direct the user "to facilitate passage through the endoscope, apply negative pressure to the device." In addition, the user is further instructed to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel" and to "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.